Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested 07/29/2011 and 08/16/2011 by phone, fax and mail. The consumer did not provide surgeon info; therefore, f/u could not be conducted. (B)(4).

Event description:
A consumer reported experiencing a foreign body sensation following intraocular lens (iol) implant surgery. The surgeon has treated her with medication for dry eyes, but this has not helped. The consumer did not provide surgeon info; therefore, a f/u could not be conducted.